Manufacturer narrative:
(B)(4). Batch #t5dh5g. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with a gst60d reload present. The reload was received damaged and partially fired 1/16, with one double driver missing and one double driver out of position, making the reload non-functional. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows, resulting in the knife pushing the one piece sled forward and locking the reload. It is possible that the damage to the reload was due to an improper handling of the reload. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Event description:
It was reported that during an unknown procedure, the product was loaded with a gold cartridge, and the opening and closing mechanism was checked and working fine. However, the device failed to fire staples when the surgeon tried to use it on bowel. Stapler was tried numerous times on a sponge to rule out user error with no success. Another echelon was used to complete the case. There were no patient consequences.